Manufacturer narrative:
This inflatable penile prothesis was implanted on 3/4393 and removed on 10/14/96 due to a "leak." A resipump, two cylinders and rear tip extenders were returned to the MFR for eval. In the received info the md stated that leakage was observed "in the connecting tubing to resipump." The md stated that no kinking or twisting of the tubings was observed, the device was no in a position that would have caused stress(s) and that neither an inadequate nor an excessive amount of tubing was observed. The md further stated that there was no info in the pt's history that would have contributed to this occurrence and that the device was not in contact with sharp instrumentation during or subsequent to explant. Examination and testing of the returned components revealed a separation/leakage site in outlet #1's exiting tube at the strain relief/tube junction. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. An area of abrasion is noted surrounding and penetrating the separation. Within the area of abrasion a crease mark is observed. Based on qa's examination and the md's observations, qa concluded that while invivo outlet #1's exiting tube was partially kinked and abrading against itself and its associated strain relief. Qa further concluded athat this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the tubing at this site, allowing the noted leakage and rendering the device inoperable.

Event description:
The device was removed due to a "leak". As reported to co by the MFR's field representative, the entire device was removed and not replaced as the "urethra was inadvertently punctured during the procdure".